Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient has allowed their ins to go into overdischarge for a third time and the ins longer is functional. The patient stated he has difficulty charging because he can't see the implant location thus he never had good coupling. The rep attempted to communicate with the ins, but once a connect was made an error message was seen. The patient is going to have their ins replaced with a non-rechargeable ins. No further complications were reported. No patient symptoms were reported.

Event description:
Additional information received from the patient. It was reported that the patient's implantable neurostimulator (ins) was replaced because they had issues with charging their implant.

Manufacturer narrative:
The coding block has been updated. If information is provided in the future, a supplemental report will be issued.